Event description:
It was reported that, "implant was taken out of package and before it was loaded onto impactor a hair was found on it. Implant was taken off table and a new implant was used."

Manufacturer narrative:
Additional information has been requested and if received, it will be provided in a follow-up report.